Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. The shape of the blunt point is strange. It was a control release needle. Additional suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ·the doctor explained that the condition was like "a wire that has been cut." The following information was requested, but unavailable: - when did the alleged deficiency was recognized (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the wire cut (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify a manufacturing record evaluation was performed for the finished device batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - when was the wire cut (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>wire was not cut - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions: (B)(6)